Event description:
An inflammatory mass was reported. It was detected 3 months ago and had not changed. An MRI was done and a confirmed motor stall was noted in the event logs. The motor stall was caused by the patient having an MRI. Three hours and 10 minutes post MRI, there was no motor stall recovery. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.